Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak event is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest the aortic neck length (at 12mm) was off-label due to IFU requirement greater than or equal to 15mm, and this could have contributed to the reported type ia endoleak. This finding was discovered during an examination of the CT (computed tomography) scan dated (B)(6) 2017. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: device code remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a type 1a endoleak was identified. The patient is currently being monitored as an intervention is being planned.